Event description:
Aventis case ID: (B)(4). Initial and follow-up information received on 27-jul and 06-aug-2009 respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a physician via a company representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who developed nodules around the mouth after poly-l-lactic acid (sculptra) therapy. On (B)(6) 2008, she received 2 vials of poly-l-lactic acid, 7 ml dilution, injected into unknown areas. On (B)(6) 2008, she received a second treatment with 2 vials. On (B)(6) 2008, the patient received a third treatment with one vial. It is unknown if any corrective treatment was given, but poly-l-lactic acid therapy was discontinued. The event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Reporter's causality assessment: not provided.